Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure a complete se peripheral stent was used to treat a perforation in the right proximal to distal sfa. Revascularization of the target lesion (r-1) was carried out 25 months later using 3 in.pact pacific paclitaxel eluting balloon catheter and implantation of 2 complete se. Approximately 35 months post implantation of first complete se and 10 months post revascularization, patient suffered a right embolic fibular artery occlusion. The event was treated with thrombectomy and aspiration. The investigator reported that the event was not related to index device, procedure or therapy. Patient recovered.

Manufacturer narrative:
Cec assessed the event as possibly related to the device, related to the procedure and not related to the paclitaxel medication. If information is provided in the future, a supplemental report will be issued.